Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg). The doctor diagnosed the site as a bacterial infection and confirmed the infection was probably caused by the patient's jeans and was unrelated to the omnipod system. The patient required surgery for the infection. A new pod was successfully applied.